Event description:
Reporter alleged obtaining a blood glucose result of 180 mg/dl on the advantage system and took an unk amount of insulin before going to work. Reporter stated she passed out within 10 minutes of taking the insulin and had a car accident. Reporter indicated after the accident the same system measured her glucose as 36 mg/dl, so she self treated with cranberry juice and a candy bar before the ambulance arrived. It was stated the ambulance obtained a result of 40 mg/dl upon their arrival and gave reporter a 12 ounce bottle of orange juice. The timeframe between when reporter self treated and the arrival of the ambulance is not known. No other actions were taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.